Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during use. The doctor received a small, minor burn on his hand. No special treatment was needed. The procedure was completed successfully with no delay, medical intervention, or adverse consequences to the patient.

Event description:
It was reported that the device was heating up during use. The doctor received a small, minor burn on his hand. No special treatment was needed. The procedure was completed successfully with no delay, medical intervention, or adverse consequences to the patient.